Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had malfunctioned. They tried to rewind and change the infusion set but the insulin pump¿s piston did not stop and continued to deliver insulin. The customer¿s blood glucose during the incident was 45 mg/dl. They treated the low blood glucose with orange juice. Their current blood glucose was 117 mg/dl. Troubleshooting was performed. It was found that the drive support cap was protruded. The device had been dropped over time. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.